Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative went to the site to test replaced the computer and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after computer replacement. No parts have been received by the manufacturer for evaluation. There have been no further issues reported on this system.

Event description:
A site physician reported that, while in a cranial procedure, the navigation system became slow and unexpectedly became unresponsive. The surgeon was unable to navigate. In trouble-shooting, the system was re-booted, issue was not resolved. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Return requested. Replacement computer shipped to site. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
Further details of the event were provided. Contrary to what was initially reported the surgeon was able to continue the procedure utilizing the navigation system. There was a delay of less than an hour, but more than 10 minutes, due to having to restart the system multiple times. The procedure was completed successfully with no adverse impact on the patient's outcome.